Event description:
It was reported to philips that the system failed to display images. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system didn¿t display information. No further information regarding the issue has been provided. No service has been performed by philips as this case was cancelled. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome.